Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n310028004 serial# implanted: 2011-11-18 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n310028004, ubd: 29-oct-2013, UDI#: 00613994586056 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a a patient receiving intrathecal medication via an implanted pump. It was reported that during the scheduled pump replacement (early replacement indicator (eri) was reached). The hcp noticed ingrowth on the pump connector segment of the catheter. He decided to prophylactically replace existing pump connector. No symptoms to report. The issue resolved at the time of this report. They discarded old pump and pump connector.